Event description:
The customer's pump had an alarm during bolus. Troubleshooting was performed. It was confirmed that the customer used fixed prime. The customer changed the infusion set every three or four days. Instructed the customer to change the entire set. During the call the customer was hospitalized for high bgs.